Manufacturer narrative:
The astral device has not been returned to resmed for evaluation. Therefore, resmed is unable to confirm the reported malfunction. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device battery had a reduced level of autonomy. There was no harm or serious injury reported as a result of this incident.